Manufacturer narrative:
The information provided in this MDR represents known information at this time. No lot code information was provided and therefore an investigation could not be completed at this time. Kimberly-clark has reached out to the reporter to request further consumer information including product information and situational details.

Event description:
The information provided was for a u by kotex sleek regular tampon that came apart upon removal and tampon pieces remained inside the consumer's body. The provided information indicated that the consumer experienced vaginal irritation.

Manufacturer narrative:
New information: this is a follow up to report the information provided indicated the consumer experienced the string pulled apart from the tampon upon removal. Information provided indicated consumer also experienced infection. She did not seek medical attention.

Event description:
This is a follow up to report the information provided indicated the consumer experienced the string pulled apart from the tampon upon removal. Information provided indicated consumer also experienced infection. She did not seek medical attention.